Manufacturer narrative:
Approx age of device: 3. This follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1701, position 2: 1738, position 3: 1738. Evaluation summary: underwater leak testing diclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The "blood detect" alarm sounded from the pump and blood entered into the tubing and pump. The following was reported to MFR on 12/2/96: after iabp for about 72 hours, blood was noted in the iab and the iab was removed. No second inserted. Event complications: none from the event - reported 11/20/96 and 12/2/96. Pt's current status: better - rpt'd 12/2/96.